Event description:
It was reported that t:slim x2 pump battery did not charge even though pump was connected to working wall outlet using charging cable and third-party wall adapter, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapter without success, cts arranged shipment of replacement cable and wall adapter and advised customer to obtain another cable locally if possible and to contact healthcare provider if pump battery depleted, and upon follow-up customer reported pump later displayed full battery, power source alert was confirmed in pump history, and issue was resolved while using tandem cable and wall adapter.